Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a ansm declaration which reported the following information: "a high readings issue with the adc device was reported. Customer received higher sensor scan results of 1.22 g/l and experienced a loss of consciousness. The customer reported unspecified treatment from healthcare professional due to this issue." No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of death or permanent impairment associated with this event. Abbott diabetes care received a ansm declaration which reported the following information: "device failed immediately after warm up period and displayed message advising immediate replacement (error 365). Correctly applied. No visible damage to device or sensor wire on removal." Therefore, based on the information provided, there was no report of serious injury associated with this event.